Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6)2015 and received several unsuccessful cavity integrity assessment (cia) tests. The physician then removed the disposable device and performed a hysteroscopy. At this point, a uterine perforation was visualized and the novasure was aborted. No bleeding was noted and the patient was discharged home. Dilatation, (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint (B)(4).